Event description:
Additional information received from MFR. On 04/07/1999: no device was returned for evaluation; customer discarded device at the account. However, previous analysis has been completed regarding this issue. Chemical analysis confirmed the oily substance on the inside of the venous reservoir housing to be consistent with co's antifoam a solution. During the co's manufacturing process the co applies antifoam a solution to the black defoamer element in the venous reservoir for defoaming purposes. The antifoam a solution most likely migrated from the black defoamer. This material has been tested and in accordance with iso 10993.